Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 15 mg/ml dilaudid (hydromorphone) at 5.163 mg/day and 4.6 mg/ml bupivacaine at 1.5832 mg/day. It was reported that the hcp interrogated pump and noted 2 warnings stating loss of therapy and that the pump was stopped for 286 hours. Pump logs show multiple motor stalls and recoveries starting on 2020-sep-09. The patient did not recently have an MRI. There were no symptoms mentioned. They reviewed an option to program pump to minimum rate mode if the patient will be given medication outside of the pump. The caller was advised that a pump replacement should be considered as soon as medically possible and that the pump should be returned to the manufacturer for analysis after explant.